Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device did not fire. The handle was replaced, still did not fire. The reload was replaced, and the device was used and procedure was completed. No patient injury.